Event description:
While performing onsite service for the device, an authorized field service engineer (fse) discovered that the unit had experienced a defib test failure during operational testing. There was no reported patient involvement/adverse patient impact.